Event description:
It was reported the patient was experiencing withdrawal and a spinal headache. At the patient's refill "on friday" ((B)(6) 2015), the catheter was lying over the refill septum. The health care provider (hcp) asked the patient if her pump had flipped. On saturday evening, the patient felt bad and had a severe headache. She left a message at the hcp's office on monday ((B)(6) 2015), stating that she needed a dye study. The patient did not hear back, until the company representative's call on tuesday. The representative notified the hcp of the patient reports, to see what the hcp wanted to do. The patient had oral medication to help her with the withdrawal symptoms and was advised to seek care at the emergency room (ER) if symptoms got worse. However, the patient noted that the ER will have nothing to do with pain patient's or "our pumps". The patient status at the time of the report was ¿alive ¿ no injury". It was later reported that the catheter was accessed under fluoroscopy and the hcp was not able to aspirate. A catheter revision was planned on (B)(6) 2015. At the revision, the catheter was found to be kinked. The drug delivered via the device system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8703, lot# j93122336, implanted: (B)(6) 1993, product type: catheter. (B)(4).